Event description:
It was reported that the patient experienced dyspnea with progressive thoracic pain and pericardial effusion. The patient was given medication for thoracic pain and was hospitalized for pericardial perforation. The right ventricular (rv) lead was repositioned. The patient was a participant in the more-care clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced dyspnea with progressive thoracic pain and pericardial effusion. The patient was given medication for thoracic pain and was hospitalized for pericardial perforation. The right ventricular (rv) lead was repositioned. The patient was a participant in the more-care clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
We are redacting this report because it was filed on the incorrect device, based on additional information received. A new report based on the correct device will be filed.